Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-006: passed open expiration date. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer called manufacturer back later same day to report she was still feeling tired. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-3 and e-0). Customer advise that she is feeling very tired but denies the need for any medical intervention at this time. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/26/2023 and test strips may have been opened for longer than 4 months (expired). The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Sections with additional information as of 20-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date.